Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time

Event description:
A customer reported via phone call indicating that they experienced high blood glucose of 489 mg/dl. The customer was treated for the high blood glucose with an older insulin pump. The customer found an error alarm form their insulin pump. The customer returned the product for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No unexpected pump error alarms during testing. The motor was tested outside of the device and passed. Device was received with minor scratched lcd window, scratched case and pillowing keypad overlay.